Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump alarmed no delivery. The customer's blood glucose was in the 400 mg/dl range. She stated that the insulin pump kept alarming with the same infusion set, but she "flipped" the infusion set around and reported that the device seemed to work thereafter. She stated that she changed the infusion set and received another no delivery alarm. She reported that she had to place a bandage across the infusion set to keep the tubing straight because the tubing was so bent and kinked. She requested replacement of the infusion sets.